Event description:
The customer stated that one patient sample generated, a falsely elevated architect ivancomycin result of >100 ug/ml. The sample was sent out for testing (methods unknown) and results of 6.6, 8.0, 13.1, 13.6, 13.8, 14.7, and 10 ng/ml were generated. The sample was also retested on architect instruments with results of 18.51 and 19.34 ug/ml. There was no adverse impact to patient management reported

Manufacturer narrative:
Additional information provided by the customer indicated that during the previously reported incident, the customer was using the defected reagent (B)(4) identified per corrective and removal number 3002809144-9/15/10-001-c.

Manufacturer narrative:
(B)(4). An evaluation has determined that there is a potential for the architect vancomycin assay, to generate falsely elevated results due to sample or sample handling issues, causing interference. In response to this issue, a product correction letter was sent to the customers with specific instructions, to continue following all sample handling instructions per the package insert and to follow the additional centrifugation instructions included in the product correction letter. Further investigation determined the root cause of architect ivancomycin (list number 01p30-25) for falsely elevated results is due to the tracer diluent formulation. The formulation does not adequately protect against specimen contamination. The investigation determined, and subsequent verification confirmed, a change to the conjugate diluent will correct the issue. A product information letter regarding this new reagent was issued on march 21, 2012, informing ex-us customers that the new reagent formulation, list number 1p30-27 will be available second quarter, 2012. The additional sample centrifugation as instructed in product correction letter of (B)(4) will continue to be followed by us customers. Submission for the us 510k clearance of the new product was determined to occur the second quarter of 2012.

Manufacturer narrative:
Additional information received on (B)(4) 2012 indicated that the customer was using the reformulated product (architect ivancomycin reagent list number 01p30-27). Therefore; this issue is no longer within the scope of correction and removal number 3002809144-9/15/10-001-c.